Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "epidural was not working adequately after topping up so planned to remove and perform spinal anesthesia. But team was unable to remove catheter as it was stuck.", "epidural catheter kept in situ and ensured remained sterile." Adverse patient effects are unknown.